Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the sensor wire broke and a portion remained in the skin. The site itched, became red, swollen to the size of a quarter and infected with pus. The patient was evaluated, placed on a 10-day course of antibiotics and the area was incised. No wire was found, and the incision was sutured closed. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.